Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent was reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the insulin pump had insulin flow block alarm. The customer feeling well and ok to troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.